Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. For the report of a dull 2.4 blade. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates, that the product was processed and released according to the product's acceptance criteria. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This is the first of two reports for this reported event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical blades were dull. The procedure details and patient harm was not provided. Additional information has been requested.